Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in video-assisted thoracoscopic surgery (vats) esophagectomy, but after the chest operation, the insulation part in the inner side of the jaw broke and fell down during the abdomen operation. The part fell into the patient's cavity and was retrieved. All the broken parts had been collected. The procedure was completed with another device. No patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. The disengaged plastic was returned. The customer reported component disengaged. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.